Event description:
It was reported that the patient experienced "shocks." The shocks were recurring. The customer was considering a controller exchange. The patient reportedly had an implanted cardioverter-defibrillator (ICD) implanted. There were no unusual events recorded in the patient's log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report (MFR) number 2916596-2022-00186. The investigation results and conclusion codes will be reported in the target MFR.